Event description:
It was reported that the surgeon noticed more lens tears when using the cq2015a three piece silicone lens with the msi-pm injector. No patient injuries were reported.

Manufacturer narrative:
Evaluation results: a lot order search was performed on the injector and there were no similar complaints found. Conclusion - a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.